Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On 17-sep-2015 it was reported that "beween thanksgiving and christmas" the pump was removed. It was done on an emergency basis. The patient had a staph infection. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.